Event description:
When the catheter was removed from the pt, the dome separated from the catheter and dome dropped into pt's stomach. The dome was not found by x-ray. The customer did not know if the dome was voided as feces. This incident was found 180 days after placement.